Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the erbe iesu. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the erbe integrated electrosurgical unit (iesu) was not staying powered on and kept turning on and off. The system's power supply was malfunctioning. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter clarified that the service request was not related to training. As a marketing member and the person responsible for organizing the system for client visits and sales team operations, the reporter noticed that the erbe generator was not working. To resolve the issue, a service visit to replace the generator was required. The generator was replaced, ensuring they now have a fully functional generator integrated with the system.